Event description:
It was reported that the pump alarmed with the error code 45520 at power up. After setting up the new pump and placing on charge, it began alarming and would not turn off. The battery had to be removed. There was no harm/adverse event reported, no injury, no delay in delivering medical treatment. The operator of the device was the patient.

Manufacturer narrative:
E1: (B)(6). Device evaluation: one device was received. A visual inspection found the device in good condition. Functional test was performed - found that the pump, shortly after being switched on, alarms either error code 45520 or 43520 and can't be operated. The most probable cause is a faulty pwa. The pwa was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.